Event description:
It was reported that during a routine device change out, the physician noted a lead insulation anomaly. The lead was explanted and replaced the patients condition was good following the procedure.

Manufacturer narrative:
.